Event description:
In this event, it was reported that ah plus was extruded past the apex of a tooth; the area was swollen and the patient experienced pain for approximately 24 hours after placement. As a result, the material was removed via a surgical procedure.

Manufacturer narrative:
While there is no indication that the device involved malfunctioned, because surgical intervention was required, this event meet the criteria for reportability per 21 cfr part 803.